Event description:
It was reported the patient had an electrical shock sensation in the front of their head where the leads were located. It was stated their eyes had begun to roll back for only a couple of seconds. It was noted they would listen to a (B)(6) when they exercised and they inquired if the (B)(6) would interfere with the deep brain stimulator (dbs). Additional information received reported the cause of the event was unknown but it was stimulation related. It was noted the patient did not require hospitalization due to the event. It was stated the patient outcome was non-serious injury. It was stated the impedances were in the 1,000-2,600 ohms range for all contacts. It was noted the scalp shocks would stop when the stimulation was turned off. It was noted the patient had used high settings at 4 to 5 volts.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3387s-40, lot# va055bg, implanted: (B)(6) 2013, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37603, serial# (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).